Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv loss of capture was observed via stored egm. Patient was asymptomatic. Programming changes were made, and the physician will continue to monitor the patient.